Manufacturer narrative:
The rse evaluated the device. It was determined that this was not a malfunction. The paddle not being recognized was caused by user error. The customer was recommended to unplug the handle, clean it, and then reconnect resulting in normal operation. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that the defibrillator paddle is not recognized.